Event description:
In 2005, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was reading inacurrately erratic. A patient reported blood glucose results of "lo" and "195 mg/dl" with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. A replacement meter, control solution, and test strips were sent to the lay user/patient.